Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. A 4.00x28mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the proximal portion of the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a break on the outer and inner shaft located 120mm distal to the port bond skive. The type of damage evident suggests that the shaft experienced excessive torsional and tensile forces, leading to a break. This type of damage is consistent with excessive force being applied to the delivery system. As stated previously, the distal portion from the break site was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).